Manufacturer narrative:
Na.

Event description:
The customer provided questionable results for multiple patients tested on a cobas 6000 e 601 module. From the data provided, the elecsys troponin t stat assay (tntstat) results from 1 patient sample were a reportable malfunction. The original tntstat result was 1.41 ng/ml, with a data flag. The repeat tntstat result from the same sample on the same analyzer was 0.888 ng/ml with a data flag. The same sample was tested on another analyzer with a tntstat result of 0.010 ng/ml, with a data flag. A new patient sample was collected and it and the original sample were both tested multiple times on both the original analyzer and the other analyzer. All tntstat results obtained were 0.010 ng/ml with a data flag. The initial tntstat result of 1.41 ng/ml was released outside of the laboratory. The tntstat result 0.010 ng/ml with a data flag was deemed correct and corrected report was issued. There was no adverse event. The tntstat reagent lot was 308704 with an expiration date of 30-apr-2019. The alarm history did not have any conspicuous events. The customer's qc was acceptable. The field engineering specialist was unable to determine a root cause. He ran a samples with high and low results to check for carry-over. All results were acceptable. He replaced a worn pinch valve tubing. He decontaminated the fluidic line and decontaminated the sample and the reagent line. He performed air purges, a system prime, and measuring cell preparation. He verified system operation buy running qc and precision testing all with acceptable results. The investigation was unable to find a definitive root cause.